Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the bi-ventricular implantable pulse generator (bi-v ipg) reached early elective replacement indicator (eri). The device was explanted and replaced. The right ventricular (rv) and left ventricular (lv) leads experienced increased thresholds and were found to be "buried" in the tissue with a deep fibrotic cover and thought to be therefore conducting poorly contributing to the early eri. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.